Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user there was the possibility that the reported phenomenon was attributed to the fatigue failure due to the repeatedly stress. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that while the user put the subject device on the storage cabinet, it was found that the forceps elevator wire of the subject device was frayed and one of them was protruding. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.